Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. H2: additional information received: what type of stapler used? The stapler used would have been an endogia with tristaple reloads. Could you please provide the lot number of the impacted ligamax? Sorry I don¿t have this information.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: according to the information received, the clip applier was used twice and on both occasions the clip did not form properly. El5ml an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the clip applier was being used on a sleeve gastrectomy to stop a little bleeding vessel on the staple line. The clip applier was used twice and on both occasions the clip did not form properly. The applicator was discarded and an alternative used to finish the procedure. Examination of the device after did not cause the subsequent clips to form incorrectly. No patient consequences reported. No further information is available.